Event description:
It was reported that the image1 s connect ii has "no video signal at sdi, dvi, dp output ports". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the product (tc201 / sn (B)(6)) was sent back to karl storz tuttlingen. During investigation, the following was found: the most probable root cause is a component failure (fpga defect). This is an communication error between the fpga circuit and the main processor on the mainboard. The conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The instructions for use describe that a functional and visual inspection must be carried out before use (lza705_en_v4.3_IFU_ce-MDR), during which damage should have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).